Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was returned to depuy synthes for evaluation. Visual analysis revealed that the cruciform present cross threaded of the matrix lock screw ã¸1.85 self-tap l6 tan. The reported allegation can be confirmed. Due to the damaged, the j&j medtech orthopaedics team forwarded the physical device received to the manufacturer, who conducted a visual and functional inspection. Note: following investigation was performed by the manufacturer. A dimensional inspection was not performed since it was not applicable to the complaint condition. In conclusion, the returned device was outside it's original packaging and was attempted to be used in surgery, however, the cross slot of the drive fails for perpendicularity and centering. The complaint regarding the screw cannot be pulled out of the screw stand and grasped with the driver is confirmed. It was determined that the failed cross slot perpendicularity and centering is due to a manufacturing issue. The overall complaint was confirmed as the observed condition of the matrix lock screw ã¸1.85 self-tap l6 tan would contribute to the complained device issue. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 04.511.636.04s. Lot # 302l567. Manufacturing site: werk selzach logist. Release to warehouse date: 23. April.2024. Expiration date: 01. April.2034. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.511.636.04. Non-sterile lot # 8446p03. Manufacturing site: 03.nov.2023. Release to warehouse date: werk selzach logistik. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (exp. Date), d9, h4 corrected: d4 (primary UDI number) h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent osteoplasty for upper and lower jaw. During the surgery, three out of four screws could be placed in the patient's body. However, when the surgeon attempted to grasp only one in question from the screw stand with a screwdriver, he was unable to pull it out of the screw stand and grasp it. Another screw was used as an alternative at the physician's discretion. The surgery was completed successfully with no surgical delay. Patient outcome is reported as stable. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. G4: device is not distributed in the united states but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.